Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a follow up appointment it was observed that the device was exposed from the pocket. Pocket infection was confirmed. This pacemaker device and system has been explanted and is no longer in service. No further adverse patient effects have been reported. This device is not available for return. Given this information, this event record has been concluded. Should updated information become available, a follow up report will be submitted.